Manufacturer narrative:
Suspect device received on january 21, 2025. Device evaluation completed on february 12, 2025: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the smooth mod + prof xtra 325cc returned device. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture of unknown grade. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who previously underwent primary breast reconstruction using a mentor memorygel xtra 350cc on the left and 325cc on the right side, silicone prosthesis was known to have experienced a left-sided silent rupture, confirmed by MRI examination. Additionally, she had bilateral capsular contracture of unknown grade and deformities in both implants. These issues were identified before the surgical intervention. Consequently, on (B)(6) 2024, the patient underwent bilateral implant replacement. The left implant was replaced with a mentor model smpb-450 (serial no. (B)(6)) and the right with a mentor model smpb-450 (serial no. (B)(6)). The procedure involved a left-sided capsulectomy and capsulorrhaphy, which further validated the left-sided rupture.